Event description:
Customer called to inquire about the status of delivery of replacement adc products. Customer further stated that because she had not received the replacement adc products when expected, she was unable to test and "she almost died", having experienced an unknown injury. Medical survey was not completed because customer declined to continue troubleshooting. During troubleshooting with customer service it was determined that customer's order was delivered (per tracking information). Customer was offered to receive an alternative meter (fs lite or fs freedom lite) as a temporary meter via field exchange, but refused and stated that "she will call back after she finds a pharmacy that carries pxtra ni meter". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The complaint involved a delivery issue; hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the event date is the date when abbott diabetes care became aware of this medical event. (B)(4).